Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer was admitted to hospital due to a bacterial infection in her fallopian tubes that she thought may have been caused by the tampons.